Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an mpa swedish user report which reported the following information: a caller reported that while the customer was wearing the abbott diabetes care (adc) device, they experiencing a skin reaction from the isobornyl acrylate, with symptoms of blisters, pain, wound under the sensor, and developed allergy at the sensor insertion site. The customer had contact with a healthcare professional in a hospital and received unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an mpa swedish user report which reported the following information: a caller reported that while the customer was wearing the abbott diabetes care (adc) device, they experiencing a skin reaction from the isobornyl acrylate, with symptoms of blisters, pain, wound under the sensor, and developed allergy at the sensor insertion site. The customer had contact with a healthcare professional in a hospital and received unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.